Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device was returned: a visual inspection was performed and the device appeared to retain an overall acceptable integrity (including the sheath). No missing parts or missing components were detected. A functional test was performed, including cia, epa test, and ablation, and the device performed as expected. Hence the complaint cannot be confirmed.

Event description:
It was reported that a patient received a novasure procedure (B)(6) and that the procedure went well but after the procedure the md observed a piece of the array inside the uterus and removed it. The device was examined and it appears the metal came from it. No patient injury was reported. The device was returned and analized. Visual inspection was performed and the device appeared to reatin an overall acceptable integrity incluiding the sheath. No missing parts or missing componentes were detected. A functional test was performed including cia, epa test and ablation and the device performed as expected. Hence the complaint cannot be confirmed.